Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service because the implantable cardioverter defibrillator (ICD) was triple counting, and the physician suspected an insulation problem. Another cpi lead was implanted.